Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, and not visible on the returned device, no manufacturing record evaluation review could be performed at this time. Reason for device explant and/ or reoperation: bilateral rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with unknown gel implants on both sides between 1993-1997. Now the patient was presented with bilateral breast implant rupture. Ultrasound on (B)(6) 2018 showed free silicone. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during visual evaluation of the device it was observed a tear in anterior view, measuring approximately 0.5 cm, additionally siltex cracking was observed in the edge of the rupture. No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices resulting in a tear at a later date. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).